Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple, intermittent occlusion alarms. Additionally, it was reported that the customer experienced multiple, intermittent events in which the pump would suspend insulin deliveries without alarming. The customer experienced an elevated blood glucose (bg) level over 600 mg/dl and high levels of ketones due to these events. Bg level was addressed by administering manual injections and the customer's parent assisted the customer with performing infusion set sites and handing the customer water to consume. Reportedly, the customer reverted to manual injections for insulin therapy.